Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's rv lead had a high stimulation treshold. As a result, the lead was explanted and replaced. The patient was in good condition following the procedure.